Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and seizure ("seizures") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, seizure (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and migraine ("migraines"). The patient was treated with surgery (underwent removal due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, seizure, menstrual disorder and migraine outcome was unknown. The reporter considered device dislocation, menstrual disorder, migraine and seizure to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfuljy occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and seizure ("seizures") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine and headache outcome was unknown. The reporter considered device dislocation, headache, menstrual disorder, migraine and seizure to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfuljy occluded. On 01-oct-2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Most recent follow-up information incorporated above includes: on 23-may-2018: pfs received. New events added- headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and seizure ("seizures") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression ") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, headache, menstrual disorder, migraine and seizure to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfuljy occluded. On (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Most recent follow-up information incorporated above includes: on 27-jul-2018: added events psychological or psychiatric problems condition: depression and mental anguish. Updated onset date events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: mw5079780) on 21-sep-2017. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and seizure ("seizures") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's, paracetamol (acetaminophen) and phenytoin (dilantin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, headache, menstrual disorder, migraine and seizure to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. On (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Most recent follow-up information incorporated above includes: on 19-nov-2018: case (B)(4) (MFR number 2951250-2018-04232) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this case - reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079780) on 21-sep-2017. The most recent information was received on 12-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizure since (B)(6) 2016. Concomitant products included nsaids, paracetamol (acetaminophen) from 2007 to 2018 and phenytoin (dilantin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("spotting"), alopecia ("hair falling out / very thin hair"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling pain in my hands and feet") and amnesia ("memory loss"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression, anxiety, hypoaesthesia, paraesthesia and amnesia outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, amnesia, anxiety, depression, device dislocation, headache, hypoaesthesia, menstrual disorder, migraine, paraesthesia, seizure and vaginal haemorrhage to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. She was recovering from pelvic pain shortly after removal of essure. Follow up: 09-nov-2018, per plaintiff fact sheet: essure confirmation test(s) conducted, specify (no) was reported (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Diagnostic results: on (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ((FDA, reference number: (mw5079780)) on 21-sep-2017. The most recent information was received on 11-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included seizure since (B)(6) 2016. Concomitant products included nsaids, paracetamol (acetaminophen) from 2007 to 2018 and phenytoin (dilantin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), alopecia ("hair falling out / very thin hair"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling pain in my hands and feet"), amnesia ("memory loss") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression, anxiety, hypoaesthesia, paraesthesia, amnesia and menorrhagia outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, amnesia, anxiety, depression, device dislocation, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, paraesthesia, seizure and vaginal haemorrhage to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. She was recovering from pelvic pain shortly after removal of essure. Follow up: 09-nov-2018, per plaintiff fact sheet: essure confirmation test(s) conducted, specify (no) was reported (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: results: congenital appearing abnormalities. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.. Diagnostic results: on (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received- new event menorrhagia was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 21-sep-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizure since (B)(6)2016. Concomitant products included nsaids, paracetamol (acetaminophen) from 2007 to 2018 and phenytoin (dilantin) from (B)(6)2016 to (B)(6)2017. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("spotting"), alopecia ("hair falling out / very thin hair"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling pain in my hands and feet") and amnesia ("memory loss"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression, anxiety, hypoaesthesia, paraesthesia and amnesia outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, amnesia, anxiety, depression, device dislocation, headache, hypoaesthesia, menstrual disorder, migraine, paraesthesia, seizure and vaginal haemorrhage to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. She was recovering from pelvic pain shortly after removal of essure. Follow up: (B)(6)2018, per plaintiff fact sheet: essure confirmation test(s) conducted, specify (no) was reported (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: essure device was successfully occluded.. Diagnostic results: on (B)(6)2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: newly added events- numbness, tingling feet/hands, memory loss, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included seizure since (B)(6) 2016. Concomitant products included nsaids, paracetamol (acetaminophen) from 2007 to 2018 and phenytoin (dilantin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), alopecia ("hair falling out / very thin hair"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling pain in my hands and feet"), amnesia ("memory loss") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression, anxiety, hypoaesthesia, paraesthesia, amnesia and menorrhagia outcome was unknown, the vaginal haemorrhage had resolved and the alopecia had not resolved. The reporter considered alopecia, amnesia, anxiety, depression, device dislocation, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, paraesthesia, seizure and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. She was recovering from pelvic pain shortly after removal of essure. Follow up: (B)(6) 2018, per plaintiff fact sheet: essure confirmation test(s) conducted, specify (no) was reported (discrepant information). She had received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: results: congenital appearing abnormalities. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfuljy occluded.. Diagnostic results: on (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received, outcome of event ,rcc added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079780) on 21-sep-2017. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizure since (B)(6) 2016. Concomitant products included nsaids, paracetamol (acetaminophen) from 2007 to 2018 and phenytoin (dilantin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (underwent removal , bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, headache, menstrual disorder, migraine, seizure and vaginal haemorrhage to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. She was recovering from pelvic pain shortly after removal of essure. Follow up: 09-nov-2018, per plaintiff fact sheet: essure confirmation test(s) conducted, specify (no) was reported (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Diagnostic results: on (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report. Event spotting was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079780) on 21-sep-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizure since (B)(6) 2016. Concomitant products included nsaids, paracetamol (acetaminophen) from 2007 to 2018 and phenytoin (dilantin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced seizure (seriousness criteria hospitalization and medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("spotting") and alopecia ("hair falling out / very thin hair"). The patient was treated with surgery (underwent removal, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, seizure, menstrual disorder, migraine, headache, depression and anxiety outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, anxiety, depression, device dislocation, headache, menstrual disorder, migraine, seizure and vaginal haemorrhage to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. She was recovering from pelvic pain shortly after removal of essure. Follow up: (B)(6) 2018, per plaintiff fact sheet: essure confirmation test(s) conducted, specify (no) was reported (discrepant information). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfuly occluded. Diagnostic results: on (B)(6) 2017, computerised tomogram head revealed congenital appearing abnormalities involving the frontal lobes. No acute intracranial hemorrhage was identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : hair falling out / very thin hair added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.